Event description:
The implant surgeon reported to our sales rep that the gamma 3 nail is broken.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete, any additional information will be reported in a supplement.